Manufacturer narrative:
H.6 investigation summary: material #: 367837. Lot/batch #: 2122533. The ongoing investigation into customer closure separation (decapping) failures (project # (B)(4) has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to closure separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® cat plus blood collection tubes the rubber stopper remains in tube while using decapper. There was no report of patient impact. The following information was provided by the initial reporter: "multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyzer with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimising the system." Customer is using a tube decapper glp.

Event description:
It was reported that during use with bd vacutainer® cat plus blood collection tubes the rubber stopper remains in tube while using decapper. There was no report of patient impact. The following information was provided by the initial reporter: "multiple lot numbers and different tube types in the last week we have had three red top serum tubes and a blue top sodium citrate all arrive at the analyzer with the bungs still present in the tube. Tube decapper supplier doesn't feel that it is an issue with their decapper and has done quite a lot of work optimising the system." Customer is using a tube decapper glp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.